Manufacturer narrative:
(B)(4). Investigation results: an accutrac 200 laser fiber was returned for investigation. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber was broken within the connector. The condition of the returned device confirmed the event. Review and analysis of all available information indicated that the root cause is unintended use error caused or contributed to event. A complaint with a cause of unintended use error caused or contributed to event indicates that the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accutrac 200 laser fiber was opened for use in a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis console. According to the complainant, during preparation, it was noted that the aiming beam of the laser fiber was missing. The procedure was completed with another accutrac 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the sma connector.